Event description:
Medtronic found a study stating that a n-100 pulse oximeter displayed statistically significant but clinically insignificant bias when compared with arterial blood oxyhemoglobin. There was patient involvement, but outcome is unknown.